Manufacturer narrative:
The technician found the side rail latch was sticking. The technician cleaned the side rail latch to resolve the issue.

Event description:
The account alleged the side rail would not latch. No patient impact.